Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient and would not power on. The customer reported there was no patient harm. The manufacturers service technician was able to duplicate the reported problem of the ventilator not powering on. The service technician replaced the power management pcb board to address the finding. Applicable final testing was completed and tests passed per operating specifications.